Event description:
The xli was used on a pt ((B)(6)) suffering from primary carcinoma of liver and (B)(6). After the probe was withdrawn from the patient's body, the CT scan revealed that part of the probe was left inside the pt's body. Patient's info: it's the first time of rfa treatment. He didn't previously receive chemo or radiotherapy. The size of tumour (tumor) is 5cm. It was a single ablation.